Event description:
A report was received that the patient was admitted to the hospital for severe back pain, hypertension and urinary tract infection. It was unknown if any of the patients symptoms were related to stimulation.